Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn: (B)(6) had completely powered off was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a damaged ac power input module. The console fuse intermittently losing connectivity with the fuse holder, resulting in a loss of power to the device. Upon visual inspection, no physical damage was observed. The event log review indicated the occurrence of a sudden power cut during the run mode, confirming the reported complaint. During functional testing, the thermogard system fuse lost connectivity with the fuse holder, resulting in power loss, confirming the reported complaint. The right rear bracket needs to be replaced to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn: (B)(6).

Event description:
Ivtm therapy was initiated using the thermogard xp ivtm system (sn (B)(6)) and the hmia (hospital monitoring interface accessory) (sn (B)(6)) at approximately 16:00. By around 23:00, the console had completely powered off. Subsequently, the customer discontinued the use of both the system and the hmia. No device malfunction was reported on the hmia. The customer used an alternative temperature management system to continue the therapy. No patient injuries were reported.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.